Event description:
A technician reported a patient is sensitive to light in their left eye 20 days post lasik. The patient reported that the intensity increased. Topical steroid dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Event description:
Upon follow up, it was learned that the patient is no longer sensitive to light.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).